Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that the expressew iii needle device snapped upon pulling the trigger on the spressew iii autocaputure + gun device. Another like device was used to complete the procedure. Without delay. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch wil be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported that while using espressew iii autocaputure + gun the espressew neeedle (214141) tip has snapped upon pulling of the trigger. The surgeon reported the tip had snapped and requested a mayo needle to complete the procedure. To my knowledge the surgeon was satisfied the piece was removed during intra-op suctioning. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that the tip of the needle is broken, confirming this complaint. A manufacturing record evaluation was performed for the finished device lot number:59699, and no nonconformances were identified. The photo do not provide enough evidence to determine a specific root cause. The possible root cause could be attributed when the needle jammed inside the gun which causes damage in the needle; also, it is possible that it was pulled out from the distal end and broke the needle. As per IFU-110114 "expressew iii needle" engage the needle by aligning the notch in the needle to the nub on the suture passer. With the jaw closed, actuate the needle deployment lever once to confirm that the needle deploys and retracts. If the needle is not fully retracted, the passer will be difficult to remove from the tissue. For the expressew iii gun, it is important to inspect the device prior to use to ensure proper mechanical function. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-solubel lubricant in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.